Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen displayed a few black boxes when the "options" button was selected, but would resolve within a few seconds. The display issue did not block any of the graphics or text on the screen. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose was 280 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.